Manufacturer narrative:
Unit was received with completely broken off reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked case at reservoir tube window corner, and missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracks near the battery compartment. The reservoir connection was broken. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.